Manufacturer narrative:
Device 1 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported the starter hole was off center. No photographs were provided.